Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that vessel dissection occurred. The 100% stenosed, de-novo target lesion was located in the non-calcified and moderately tortuous right coronary artery. Pre-dilation was performed with a non-bsc balloon catheter leaving 50% residual stenosis. A 2.75x48mm synergy drug-eluting stent was deployed at 16 atmospheres. Post-dilatation was performed with a 3.0x15mm non-bsc balloon catheter at 18 atmospheres . However, dissection was noted in the proximal edge of the stent. The procedure was completed with another stent. No further patient complications were reported and the patient status was stable.